Manufacturer narrative:
The event occurred in (B)(6). Other text : will not be returned to manufacturer.

Event description:
Reporter alleged obtaining the results of hi (greater than 33.3 mmol/l) and 11.3 mmol/l back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were not expected to be returned, so no product will be returned for evaluation.